Manufacturer narrative:
Additional information received: it was reported that the second implanted aortic tube was a medtronic device (ettf3636c70ee, serial number (B)(6)) and it was planned as part of the procedure. Product analysis device decontaminated with cidex-opa pending further device testing to support the final product analysis findings. The device returned with the external slider and back-end wheel in the home position. The stent graft was not loaded in the delivery system. Deformation was evident along the length of the graft cover. No issue was observed rotating the back-end wheel to separate the sleeve/spindle and recapturing the spindle. The reported ¿deployment/expansion issue¿ was no confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii tube model ettf3636c70ee, serial number (B)(4) was implanted in the patient during the endovascular treatment of a non-medtronic stent migration and endoleak type 1. It was reported during the index procedure while deploying supra renal stent during the index procedure, the back end wheel of the delivery system faltered while rotating in the middle of deployment. The deployment could be finished without any issue. It was stated that 2 aortic tubes were implanted and the issue has resolved. As per the physician the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.